Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of purple image was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the green stripe occurred due to charged coupled device (r-unit)wear and tear appropriate to the age of the item. Additionally, fog-free error (e111) occurred due to improper handling and non-compliance to the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to charged coupled device damage, a green stripe on the image occurred intermittently, and due to charged coupled device damage, e111 fog free error occurred intermittently. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", 10 mm, 30°, displayed a purple image. The issue was found during preparation for use for a therapeutic, lap colectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.